Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced intermittent elevated blood glucose (bg 300-400s mg/dl) due to the pump stopping insulin delivery. Correction boluses were delivered to address bg. Customer declined tandem technical support's offer to perform a system check and terminated telephone call.